Manufacturer narrative:
(B)(4). The date of the event was reported as an unknown date in (B)(6) 2015. The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. As the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a testicular hernia coincident with peritoneal dialysis therapy. The cause of the hernia was not reported. The patient was expected to undergo hernia surgery; however, the patient was hospitalized the following month for an unrelated medical condition. Due to this unrelated medical condition, the hernia surgery was postponed. On an unknown date, the patient¿s pd therapy was discontinued and the patient was placed on hemodialysis. Six days after admission, the patient was discharged from the hospital. At the time of this report, the patient remains on hemodialysis therapy and is recovering. No additional information is available.